Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient experienced a multitude of symptoms; pericardial fluid collection, shortness of breath, tachycardia and low blood pressure. An echo found a clot in the pericardium. The patient returned to the operating room for mediastinal re-exploration and clot evacuation on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of pericardial fluid collection and tachycardia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(4), could not be conclusively established. It was reported that the patient had pericardial fluid collection on (B)(6) 2017 with symptoms including shortness of breath, tachycardia, and low blood pressure. An echo revealed a clot in the pericardium. The patient returned to the operating room for mediastinal re-exploration and clot evacuation. The event reportedly resolved on (B)(6) 2017. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists pericardial fluid collection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. This IFU also lists arrhythmia as a potential late postimplant complication.